Event description:
During a device replacement procedure for normal eri, lead insulation damage was observed on the right ventricular (rv) lead. The insulation of the rv lead was repaired during the procedure using a suture sleeve. The patient was stable and will continue being monitored.